Event description:
Device: 703701 drill bit ø2.0mm x 122mm ao fitting for 2.7mm screw. Customer reported the drill bit is broken, the product is supplied by scl via consignment

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.